Event description:
It was reported that the left monitor on the 9900 system went blank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.